Event description:
Display went blank; stopped pacing while on patient; patient ok. 6/7/00 addt'l info rec'd - device quit pacing. Pt's heart rhythm was asystole (pt unresponsive) and dependent upon av. After 30 seconds of CPR, pt went back to baseline status once rhythm was restored.